Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The customer has not requested getinge service/evaluation in connection with this event. However, if additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a battery that would not charge. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge authorized dealer's field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse is currently waiting for the customer to apply for purchasing of the battery to complete the repairs. A supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a battery that would not charge. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
The getinge authorized dealer's field service engineer continued with the repairs, and it was reported that the fse connected the iabp device to the power supply during the field test, but the iabp device did not respond. After disassembling the casing, it was found that there was dust accumulation inside the iabp device, and the test determined a failure of the power supply . To fix the issue, the fse replaced the power supply and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) had a battery that would not charge. There was no patient involvement, and no adverse event reported.